Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient¿s cgm was reading 45 mg/dl, no bg meter comparison value was reported. The patient was asymptomatic. The patient was new to using the cgm, so he went to the emergency room (ER) when his cgm value did not match his symptoms. At the ER, the patient¿s cgm was reading 130 mg/dl, and the bg meter was reading 125 mg/dl. The patient had unspecified lab work drawn and was given his ¿normal medication for high blood¿. The patient was admitted to the hospital. The following day, on (B)(6) 2025, the cgm was reading 70 mg/dl while the bg meter was reading 125 mg/dl. The patient removed the sensor. The patient was discharged home on (B)(6) 2025 with no diagnosis, just being advised that there was something wrong with the sensor. The patient was ¿feeling fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined.. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Patient was taken to the hospital and the reported set of glucose fall within the a zone of the parkes error grid. On (B)(6), the sensor was removed due to inaccurate reading which fall within the b zone of the parkes error grid. No additional patient or event information is available.